Event description:
It was reported that during a laparoscopic low anterior resection, the cartridge was moved forward at the second firing though the device functioned as intended at the first firing. The device was used on the rectum. The cartridge was gold. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with an ecr60d cartridge reload present. The cartridge reload was received partially fired 1/2 consistent with an incomplete or interrupted cycle. Upon evaluation, the reload was noted to have the deck, drivers, one piece sled and alignment stop tabs damaged. In addition the cartridge pan was noted to be dislodged and damaged. It is possible that the tabs and pan were damaged due to an improper loading technique. Please note that to insert a new reload, slide it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. It should be noted that if the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan to partially or completely dislodge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The test cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.